Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after two dental implants were installed in intraoral regions #14 and #3 it was verified their non-osseointegration. A 35 ncm of pimary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type IV).